Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During the joint balancing portion of the procedure, the surgeon noticed the internal rotation valve for the tibia did not correspond with the rotation seen clinically. After a few attempts to re-register the bone, an acceptable registration result was not obtained. As a result, the surgeon elected to use another unicondylar knee device.

Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). This investigation was conducted to identify root cause. After the investigation, it was concluded that user error was the contributing factor with regards to this issue. CT landmarks and bone registration points using the rio were improperly selected. The makoplasty specialist (mps) at the site was contacted to ensure that the proper technique was followed by the user.